Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3 product analysis wr9200: patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nurse wanted to educate the patient on their wireless recharger and noticed that the recharger had a running green light. The nurse thought it may have been due battery depletion. The recharger was plugged in for 2 days, but it continued to show a running green light. A restart was performed, but the light did not go off. The issue was not resolved at the time of this report. No symptoms were reported. Additional information was received from the rep. They confirmed that the recharger button was held down for a min to reset the device, but a brand new recharger was provided to resolve the issue.